Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation for both, the no image and for the scope communication error, the root cause could not be identified because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The 3rd party distributor also performed their own device evaluation. During which, the reported b30 scope communication error was confirmed. Additionally, evidence of fluid intrusion was present in the form of corrosion. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
A 3rd party distributor reported that while in use for scientific purposes, his olympus evis exera video system center was not producing an image and instead had a b30 scope communication error present. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional/corrective information was received from the initial reporter, confirming that this event took place during a diagnostic gastroscopy procedure. The initial reporter confirmed that the procedure was completed with similar equipment without any intervention or report of patient harm.